Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. Lfs was not able to reach the pt to obtain further info. The pt reported that she performed a meter to lab comparison where the meter result was 7.9 mmol/l and the lab result was 6.6 mmol/l. These tests were performed within 10 minutes and based on this comparison, the meter is within specification with the lab result. The pt also mentioned that during a visit to the diabetic clinic (date/time not provided), the nurse advised her to increase her insulin (name of insulin not provided) from 5 units to 7 or 8 units. It is not clear if the increase in insulin was based on the reported meter's result or the lab result. After taking the increased insulin, the pt started to feel dizzy and shaky. Her son gave her some chocolate and a few minutes later, she felt better. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The pt did not have any control solution and therefore, a quality control check could not be performed. This complaint is being reported because the pt experienced symptoms suggestive of hypoglycemia after taking an increased amount of insulin as advised by the nurse. The alleged high result was within specification when compared to the lab. The pt felt better after self-treatment. Replacement products were sent to the lay user/pt.